Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Only a manufacturing date request received regarding pinnacle/corail hip implant revision. Revision date confirmed. Reason for revision not known. Update (B)(6) - confirmation of formal claim received from (B)(6).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No additional investigative inputs or event information was provided. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was revised to address metal on metal reaction.

Manufacturer narrative:
The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.